Event description:
The external pulse generator was returned for repair of broken covers and missing ring. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary- (B)(4): analysis confirmed the customer comment of missing/broken covers and ring. It also found that the battery drawer was contaminated and the interconnect flex as out of mechanical specification. The lower case and side bail covers were broken.